Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose issues. Customer's blood glucose was 185 mg/dl at the time of the incident and currently 170 mg/dl. Customer had symptoms related to high blood glucose such as abdominal pain. Customer stated that she has only been treating with the pump. Customer reported that the pump had no batteries in it and that is why she had to reprogram it by memory. Customer stated that the setting may be wrong. Customer had multiple displayable history check failed on startup alarms. Customer also had an external ram error and unexpected restart alarm. Customer declined to perform the high pressure test. Customer was advised to do a complete set change.

Manufacturer narrative:
The pump passed the displacement, error and self tests. However, the pump was received with an alarm in the alarm history file. The alarm was due to a corrupt history file. The pump gave a motor error alarm during the basic occlusion test, and was unable to prime during the prime test due to a faulty force sensor. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.